Manufacturer narrative:
The device was not returned for evaluation. Not returned for evaluation.

Event description:
During use of an mst allegro I/a tip, the cannula came out the side port of the sleeve. This occurred while the dr. Was rotating the nucleus. There was no patient impact and the procedure was completed as planned.